Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: no defect was found. Unable to duplicate ¿short battery life¿ complaint-black box shows no evidence of short battery life or any activity outside of normal use, returned battery/cartridge caps were used for investigation. Ez-prime¿ steps were performed correctly; all currents reading are within specification. The pump¿s cover was removed, no intermittent condition was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.